Event description:
The facility reports the resident was being transferred from the chair to her bed with the mechanical lift. The support/hanger bar fell out of the lift arm (lift pin sheared). The resident dropped to the chair and slid to the floor. No injuries were apparent at the time of the incident. However, the resident passed away a few hours later.